Event description:
It was reported the ventricular lead was capped and replaced, due to low impedances and increasing thresholds. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.